Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, vessel dissection and plaque shifting occurred. Access was obtained via the right radial artery. The 70% stenosed target lesion was located in right coronary (rca) artery. A 6f 3.5 non-bsc guide catheter was used to cross the lesion. After a non-bsc guide wire was advanced to the distal rca, a 2.75mm x 20mm liberté stent was implanted at 14 atmospheres for 60 seconds. Angiography showed that there was a stent proximal edge dissection and plaque shifting. A 3.0mmx 16mm liberté stent was then deployed at 12 atmospheres in 35 seconds to overlap the implanted stent and seal the dissected segment of the vessel. The overlapped junction was post dilated with the same stent balloon at 14 atmospheres for 20 seconds. Final angiography revealed that the stent was well deployed with timi-iii coronary blood flow. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.